Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) when shuttle 2 was not aligning after the aliquot probe was replaced on a dimension vista 500 instrument. While troubleshooting the area, an operator sustained a cut to her middle finger. Upon further inquiries, siemens determined that the operator was not wearing gloves while cleaning this area. As per siemens instructions, the customer removed and cleaned the reagent 2 door and shuttle areas and successfully aligned shuttle 2. The customer also changed the alignment file for aliquotter horizontal for tube track alignment and the alignment passed. The instrument was then reset. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
While cleaning the reagent 2 door and shuttle areas on the dimension vista 500 instrument, an operator cut her middle finger. The operator cleaned and put a band aid on the wound and stated that no further medical attention was needed. There are no known reports of patient intervention or adverse health consequences due to this event.